Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the coronary artery. A 10 mm x 2.75 mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, it was reported that the balloon was occluded and the guidewire could not cross the balloon. Therefore, the procedure was cancelled due to this event. There were no patient complications, and the patient was stable post procedure.